Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the basket broke into two inside the patient. The broken pieces were retrieved and the procedure was completed with another zero tip¿ basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good'. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.